Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not change the supplies and insulin delivery was resumed. The customer's blood glucose level was 197 mg/dl.